Event description:
It has been reported to philips that after the "no shock necessary" message was sent, it was analyzed, but since then the message has not been sent.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation.